Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow-up, the patient experienced muscle stimulation. The pulse generator was replaced successfully and the lead was left in, still in use. The patient did not experience any other symptoms.